Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem o-lok-clip applier instrument was analyzed and found to have failed the clip test due to misapplication of the clip. Additionally, the instrument was found to have multiple input disks broken and cracked. Hairline cracks were found on the grip input shaft. Input disk #7 was found broken into pieces inside of the housing. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Fields g5 and g7 are not applicable. Information for the blank fields in section e1 is not available. Field h4 is blank because insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem o-lok-clip applier instrument did not have enough strength to close the hem-o-lok clip. The procedure was completed with no reported injury using a backup instrument. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the large hem o-lok-clip applier instrument clip would not work well. The customer proceeded with the backup instrument.